Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported he had a hypoglycemic event while using the aviva system. The patient¿s blood glucose values prior to the event were 301 mg/dl at 10:42pm and 317 mg/dl at 10:49pm. Based upon these results the patient self administered an unreported dose of novolog insulin and his usual dose of toujeo insulin. Approximately 20 minutes after taking novolog and toujeo insulin he had a grand mal seizure and his wife found him unresponsive. His granddaughter tested him on her non-roche meter and obtained a blood glucose result of 50 mg/dl. The customer's wife and granddaughter treated him with instant glucose gel and orange juice; he was unable to self-treat. The customer recovered and did not seek medical attention. Return of the suspect device was requested for evaluation.